Event description:
It was reported that the patient was experiencing inadequate pain relief and was having difficulty charging the implantable pulse generator (ipg) due to age of battery and usage. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.